Event description:
It was reported that the motor device had an air leak. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.